Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 12 pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user became incoherent and the paramedics were called. Upon arrival the paramedics performed a blood glucose test with their meter and the result was 53 mg/dl. They also performed a blood glucose test with her prodigy meter with a reading of 147 mg/dl. The end user was given food to assist in stabilizing her blood glucose level. No other actions were necessary. No additional details were provided in regards to this medical event.